Event description:
It was reported that the patient's chronic low back pain flared up significantly due to the pain in the lumbar region particularly at the area of the spinal cord stimulator (scs). Multiple conservative therapies including trigger point injections have failed in alleviating the pain.